Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2022-07905. Related manufacturer reference numbers: 2017865-2022-07906. It was reported that the patient presented in the emergency room with redness, swelling and discharge at the pacemaker pocket site. It was determined that the patient had developed infection. The whole system including the pacemaker, the right ventricular lead and the atrial lead was explanted. A temporary right ventricular lead was placed and connected to the explanted pacemaker externally for temporary pacing. Patient condition was stable.